Event description:
The customer returned the gastrointestinal videoscope, which is an Olympus asset with no reported complaint. During the evaluation of the device, the Service Repair Technician identified the nozzle had foreign objects and indicated that the foreign object could not be identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, Olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. The nozzle has foreign objects is likely the result of insufficient reprocessing; however, a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.